Manufacturer narrative:
The device was returned but the engineering report is pending. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The 6/7f mynxgrip vascular closure device was prepped and used according to IFU instructions, but during the procedure, the balloon was not anchored inside the vessel properly. It was retracted when the user withdrew the balloon catheter until the balloon abutted the distal tip of the procedural sheath. Therefore, the product was not available and manual compression was performed for 20 minutes. The mynx vcd used in a percutaneous coronary intervention (pci). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. Also, the mynx vcd prepped according to the IFU. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynxgrip. The deployer was mynx certified. Before shuttling down, the operator recognized that it was defective. The advancer tube was engaged. The patient recovered. Additional patient and procedural details were requested but were unavailable. The device will be returned for analysis.

Manufacturer narrative:
The 6/7f mynxgrip vascular closure device was prepped and used according to IFU instructions, but during the procedure, the balloon was not anchored inside the vessel properly. It was retracted when the user withdrew the balloon catheter until the balloon abutted the distal tip of the procedural sheath. Therefore, the product was not available and manual compression was performed for 20 minutes. The mynx vcd used in a percutaneous coronary intervention (pci). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. Also, the mynx vcd prepped according to the IFU. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynxgrip. The deployer was mynx certified. Before shuttling down, the operator recognized that it was defective. The advancer tube was engaged. The patient recovered. Additional patient and procedural details were requested but were unavailable. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f-7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle cartridge was engaged to the black handle with the stopcock open. The syringe was not connected to the device. The sealant and advancer tube remained in the manufacturing position. The procedure sheath was not returned with the device. It was noted that there was evidence of crystallized residual fluid in the inflation tubing and in the balloon of the returned device. There was no evidence of incorrect prep of the device. Per functional analysis, inflation/deflation test was performed on the balloon of the returned device. The balloon was inflated, and pressure was maintained with proper functioning of the inflation indicator. Per dimensional analysis, the inflated balloon diameter was verified and noted to be within specification. Per microscopic analysis, crystallized residual fluid in the inflation tubing and in the balloon of the returned device was observed. A product history record (phr) review of lot f2116002 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿ balloon pull-through¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively be determined. Procedural factors may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, during device preparation, fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. The IFU also instructs to grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.